Event description:
It was reported that the asymptomatic patient presented in clinic with non-sustained right ventricular oversensing. The noise could not be reproduced in clinic and all lead tests were in normal range. The patient vibratory alert was programmed off.